Manufacturer narrative:
Follow-up #1: date of submission 08/21/2015 device evaluation: the device has been returned and evaluated by product analysis on 07/30/2015 with the following findings: call service 064-008, 078-008 and replace battery alarm fe88 observed at end of black box; voltage was not low at time of replace battery alarm. During rewind pump gives replace battery alarm 128-fe88 alarm. Pump opened and moisture damage found throughout pump. Recurring alarm due to moisture damage.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a call service alarm (call service alarm issue) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.